Event description:
My husband had gore-tex mesh put in to repair a hernia in his chest and stomach, after it being there 7 days the wound opened up completely, the doctor told us the mesh was very infected, so he returned to the hospital to have the mesh removed and we still have the hernia. Dates of use: 2007. Diagnosis or reason for use: was for aorta bypass and hernia repair; re do hernia.